Event description:
The consumer reported conflicting results with the binaxnow ag self test performed (B)(6) 2021 that generated negative results. Repeat testing was performed the same day and generated positive results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 153364 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number: 195-160 / lot: 153364, test base part number: 195-430h /148134 lot. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 153364 showed that the complaint (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot: 153364 showed that the complaint (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue [it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample].

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported an conflicting results with the binaxnow ag self test performed on (B)(6) 2021, this generated negative results. Repeat testing was performed on (B)(6) 2021 and generated positive results. Per the consumer, the patient was symptomatic with cough, fever, shortness of breath, and body pains. No additional information, including patient treatment and outcomew as provided.